Event description:
The lay user / pt contacted lifescan (lfs) alleging that her meter did not power on. A medical affairs specialist (mas) spoke to the pt on february 12, 2007 and obtained / verified the following information: prior to the event date, the pt's meter did not power on. She was asymptomatic at the time of testing. She replaced the battery with a 2025 lithium battery; however, per owner's booklet the meter uses a 3.0 v or equivalent (#2032 lithium battery). Since thursday night she took a sliding scale of novolog insulin; however, since there was no power on the meter she took the minimum amount which was 10 units. She also took her set amount of lantus 25 units. The pt did not recall her blood glucose readings prior to the power issue on thursday night. The following morning she attempted to test and was unable to obtain a reading and took 10 units of novolog insulin. She did not experience any symptoms and ate breakfast. At noon she attempted to test and was unsuccessful, took 10 units of novolog insulin and ate lunch and was asymptomatic. Around 3:00-4:00 pm she experienced a migraine headache, felt thirsty and vomited. She tested and the meter displayed a 500 mg/dl. Her son took her to the ER, where she was in the ER for five hours. She claims her initial reading on the hosp's meter was "critical high". A lab test was done; however, she was not told what the reading was. She was treated with an IV insulin drip. Diagnosis was "hyperglycemia". Her diabetes regimen was not changed. When she arrived home, she attempted to test and the meter did not power on. The pt stated "if I had known what my readings were earlier that day, I could have treated myself with more insulin". The battery contacts were in good condition and there had been no trauma toward the meter. The meter was not a new product (out of box). The test strips were in good condition. The meter did not power on by pressing the power button or by inserting the test strip into the meter. Customer care advocate (cca) sent the pt a replacement meter. Although the meter provided a blood glucose reading at the time of experiencing symptoms, the complaint is being reported because the pt alleged she was unable to test her blood glucose since thursday night and was treated in the ER "hyperglycemia" the next day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.